Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a male unstable angina patient was in the cath lab. The md was well educated and followed the procedure per the instructions for use. After placing the super arrow-flex (saf) sheath in the left femoral artery he vacuumed the balloon catheter twice inside of the tray to wrap it tightly. The intra-aortic balloon (iab) was removed from the tray horizontally and advanced into the saf sheath. The md felt resistance and removed the iab and sheath together. Another kit was opened and the procedure was finished via the same insertion site. There was a delay of 10 minutes with no patient death, injury or complications. No excessive bleeding during the procedure was noted and no harm to the patient is documented.